Event description:
It was reported that the up and down arrow buttons were not activating the desired pump functions. The keypad is reportedly intact and the pump reportedly has not been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The keypad appeared to be intact (no lifting or peeling observed) and the ok button was responsive to user inputs; however, the down button was intermittently responding during testing, the up/contrast buttons required excessive force to activate, the up/down/contrast key contacts were misaligned, the contrast button was inverted and did not always spring back, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under the all key contacts.